Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call was experiencing high blood glucose levels of 452 mg/dl. The customer decline to trouble shoot for high blood glucose. Customer corrected blood glucose with bolus. Pump will not return for analysis.